Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic high voltage lead impedance was observed. The physician decided to make a revision of the system. The lead was capped and replaced. The patient condition is stable.